Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. No add'l info was provided.